Event description:
Event description boston scientific, crm received information that the patient with this right ventricular (rv) lead had a syncopal episode. An echocardiogram was performed, which found that the lead had perforated the rv. The lead was successfully repositioned and the patient was reported to be fine.